Event description:
A customer contacted beckman coulter inc. (Bci) regarding a troponin (accutni) result of 0.00ng/ml for one patient sample that was questioned by the physician. The customer discarded that reagent pack and loaded a new unpunctured reagent pack onto the instrument and recalibrated. Repeat testing on a new reagent pack gave a result of 1.82ng/ml and on an alternate methodology - the result was "positive" (actual result not supplied). These results above the ami cut-off better fit the patient's clinical picture. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Although reagent pack issues may be a contributing factor, no clear root cause could be determined to date.